Event description:
It was reported the patient had demonstrated several episodes of baclofen overdose since the new pump was put in. Dosing had been reduced from 850mcg/day to 350mcg/day. Patient has had a dose reduction of approximately 500mcg/day. The patient was hospitalized. Pharmacy analyzed the medication and the concentration was verified. It was noted the patient 'seems stable at current dose'. The catheter was checked including CT dye study. Patient outcome was noted as non-serious injury/illness. A physician who was managing the patient in regards to the event, had confirmed/clarified that the type of baclofen administered via the pump was compounded baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Pump model: 863720, serial# (B)(4), implanted: 2006-(B)(6), explanted: (B)(6) 2012; catheter model: 8709, serial # (B)(4), implanted: 2006-(B)(6), explanted: unk; catheter model: 8703w, lot# j0039646r, implanted: 2000-(B)(6), explanted: unk. (B)(4).

Event description:
It was initially reported that the patient had a pump replacement approx. 2-3 months ago and was currently experiencing overdose. She initially experienced underdose symptoms following replacement. The dose was changed from 850mcg/day to 899mcg/day. Since then, the reporter noted the patient has had 2 episodes approximately 1 month apart where she was difficult to arouse and was somnolent. The health care provider (hcp) was considering lowering the dose. On (B)(6) 2012, it was reported that the patient felt more sleepy after a pump refill, following replacement in february. No pump alarms occurred and programming was determined as being correct. No volume discrepancies were determined. The patient's dose was at 400 mcg/day, but the pump was turned down to a minimum rate for a dye study. A dye study was performed. Hcp was programming the pump to 500 mcg/day. Results were pending in regards to a performed CT scan with contrast. It was indicated that were unable to aspirate cerebrospinal fluid (csf). The patient was alert and currently had no symptoms. Additional information received later indicated the results of the dye study were negative. The patient was stable now, and their dose was to be decreased. It was unclear from received reports if the type of baclofen administered via the patient's pump was lioresal or compounded baclofen.